Event description:
According to the reporter, pre-operatively, the jaw of the device was broken when they opened the package. There was no patient involvement.

Manufacturer narrative:
Additional information: correction: evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The picture showed the waveguides had broken off. The reported condition was confirmed. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: evaluation summary:one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the entire probe to be missing from the dissector. The reported condition was confirmed. Engineering reviewed this device. The device was disassembled and found that there was no probe with the device. There was also no torque adaptor in manufacturing the probe is assembled with a plastic molded torque adaptor onto the probe. It is extremely unlikely this torque adaptor and probe were missing from the device during manufacturing because devices 100% are tested for torque adaptor location. These devices are also 100% leak tested, jaw force tested and functionally tested. It is highly unlikely the device made it through the entire process, without the probe coming out of position or falling out without a torque adaptor and passing all of these tests. A misassembled torque adaptor is unlikely to cause this defect as well, as the probe would not be able to fall out of the device and the torque adaptor would have been found inside the bobbin assembly. Most likely, this device was reprocessed by an outside reprocess or against the IFU single use device labeling. The device was likely misassembled during reprocessing. This conclusion is supported by the customer stating the device was missing a waveguide (not that a waveguide fell out) when they opened the product. If information is provided in the future, a supplemental report will be issued.